Manufacturer narrative:
The system was used for treatment. This case is reportable due to the medical intervention that was provided to the patient. Since this event is associated with the treatment, this MDR will be against the instrument. There has been no known instrument malfunction, and no service has been requested by the customer. No product has been returned. A device service history review has been performed; the instrument has been located at the customer's site since 20/jul/2020, and the instrument has had no documented prior services. Trends were reviewed for complaint category, alarm #10: buffy volume exceeded. No trends were detected for this complaint category. The root cause could not be determined as there was no reported instrument issue, no returned product for investigation, and no instrument service requested by the customer or performed by therakos as a result of this incident. There is no mention of a casual relationship between the patient event(s) and the ecp treatment. This investigation is based on currently available information. No further action is required at this time. This investigation is now complete. Pqc-002210. Jm 30/apr/2026.

Event description:
The customer contacted therakos to report an alarm #10: buffy volume exceeded was received during an extracorporeal photopheresis (ecp) treatment. The customer reported there were no issues observed during the treatment. The customer reported the treatment was completed, however, an unplanned blood transfusion was adminstered to the patient after treatment. Although requested, no reasoning behind the transfusion has been provided. The patient has been reported to have been stable and in good conditions before the transfusion. No product has been returned for investigation.